Manufacturer narrative:
Lumenis investigated the reported event by contacting the initial reporter directly to request patient information, patient treatment settings, sun exposure, and patient photographs. The patient information and treatment settings were provided by the user facility; however no patient photographs were available. An examination of the subject device by a lumenis technical engineer concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. During examination of the subject device, the engineer noted the disposable tip was "dirty" upon arrival. A lumenis healthcare professional evaluated the provided treatment settings and patient skin type data concluding the settings used were appropriate based on common medical practice, device training, and device labeling. Furthermore; the professional noted that a possible root cause may be improper cleaning of the disposable tip. A review of the subject device labeling found that the subject device IFU states: "cleaning during treatment - hs/universal handpiece - warning - the disposable tip must be kept clean during patient treatment. Foreign matter on the disposable tip will get hot due to absorption of laser light and can cause epidermal injury." "Clinical guide - warnings - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment."

Event description:
A user facility reported that one (1) patient sustained second degree burns to the shoulders, upper back, and upper arms following hair removal treatment with a lumenis lightsheer infinity laser, hs/universal handpiece. The patient is reported to have been administered topical hydrocortisone. Additionally; it was reported that no test patch was performed prior to the full treatment.